Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 5 unopened units. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Note will betaken of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The needle is detached from the thread.